Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump was not delivering insulin. They changed the set two times and used a new insulin. They did not see anything wrong with the set when it was removed. The caller stated when they went to fill the tubing, the escape button would not work. The customer's blood glucose level during the incident was 479 mg/dl. The customer's current blood glucose level was 408 mg/dl. The customer had symptoms of nausea and dry mouth. They treated the high blood glucose with two manual injections. Troubleshooting was performed on the insulin pump and insulin exited without incident. The insulin passed the no delivery test. The device will not return for analysis.